Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) woke up screaming and then passed out. An emergency medical technician (emt) inquired on if there was a way to determine if the patient received a shock. Technical serviced refered the emt to the patient's physician.